Event description:
It was reported the patient had their device turned off for one year due to inefficiency. Patient thought their body was rejecting the device. Over the prior 3-4 weeks the edge of where the implantable neurostimulator (ins) was implanted was red and was now "black and crusty" about the size of a dime. It was also noted it was swollen and tender. Patient had not been able to get rid of a cold and has experienced diarrhea and upset stomach and wondered if it was related. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v155849, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).